Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap creation resulting in the aborting the procedure. A brief description from the surgery center indicated there was loose particles/fibers on the cone after applanation, therefore, the flap was not successfully created and the procedure was aborted.

Manufacturer narrative:
The sample was visual inspected for ¿suction ring-gripper assembly, tubing with luer connector, and spring-syringe assembly.¿ no damages or manufacturing defects were observed. The patient interface cone was not returned for investigation. Therefore, the reported debris and loose particles/fibers on the cone lens could not be verified. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.